Manufacturer narrative:
Patient weight not available from the site. A medtronic representative inspected the imaging system onsite and confirmed that the motion batteries do not hold a charge under load. They quickly discharge. The motion batteries were replaced and the charging voltages were verified. The issue was resolved. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. No parts have been returned to the manufacturer for evaluation.

Event description:
A site representative reported that, while in a spinal fusion case, the imaging system was losing power when unplugged from the outlet and attempted to be moved into the operating room. The radiologic technologist (rt) had to manually drive the system into the or. While in the or, the system was plugged into an outlet and was charged for 5-10 minutes. It was reported that after that time, the rt moved the system around the patient and attempted to take a 3d spin. The imaging system stopped mid way through the 3d acquisition (no images acquired). The rt then reportedly waited approximately 1 minute and took a second spin which was successful. The imaging system door was opened and power was lost to the system, which was then manually driven out of the or. There was a delay to the procedure of 10 minutes and no impact on patient outcome.

Manufacturer narrative:
Additional information: it was determined there was an unconfirmed accidental radiation occurrence due to early termination of acquisition. No defect in an electronic product or failure to comply per 21 cfr 1003 was discovered. The investigation concluded that the issue was due to hardware. Motion batteries replaced to resolve. Number of people exposed: 1 - patient total number of people in or unknown estimated absorbed or effective dose information is not available. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system intra-operatively during a sacroiliac and thoracolumbar procedure. It was reported that the imaging system was losing power when unplugged from the outlet and attempted to move into the operating room. The radiological technologist (rt) had to manually drive the system into the operating room. When in the operating room, the system was plugged into an outlet and charged for about 5-10 minutes. After that time the rt moved the system around the patient and attempted to take a 3d spin. The imaging system stopped midway through the 3d acquisition (no image acquired). The rt waited approximately 1 minute and took a second spin which was successful. The imaging system¿s door was opened and the rt lost power of the imaging system. Then the system was manually driven from around the patient and out of the operating room. The issue extended the surgical time by 10 minutes.